Event description:
According to the provided patient files, noisy egm was observed.

Manufacturer narrative:
The provided patient files revealed noise and artifact recorded by the device in the atrial channel. The noise pattern suggests myopotential issue. Given the morphology noise/artifacts, it can be suspected that the lead may have dislodged from its position. However, since no recent x-rays were provided, it is not possible to confirm this hypothesis. Recommendations: 1. As a leads dislodgement could be suspected, some x-rays of the leads position (a &v) should be taken to confirm it. 2. A regular monitoring of the patient is high recommended to ensure the lead function (pacing and sensing) are still adapted. 3. A reintervention is recommended at this time; however, this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the last and subsequent follow-ups.

Event description:
According to the provided patient files, noisy egm was observed.